Event description:
It was reported that there were elevated thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor fractured; full lead was received in segments and analyzed. Several conductors distorted. Outer tubing overlay melted. Exposed defib coil white substance. Helix distorted/bent. Lead stretched. The device is part of the advisory for this model.